Manufacturer narrative:
Correction: on initial MDR, the product code should be a0502, device code should be b18. Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A pharmacist reported that the implant was not placed, broken haptic. Additional information has been requested.